Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a signal artifact monitor (sam) event and disabled the respiratory rate trend (rrt) feature due to rrt signal oversensing, out-of-range shock impedance measurements greater than 200 ohms, and out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to lead conductor fracture. It was noted that the implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead triggered a signal artifact monitor (sam) event and disabled the respiratory rate trend (rrt) feature due to rrt signal oversensing, out-of-range shock impedance measurements greater than 200 ohms, and out-of-range pace impedance measurements greater than 3,000 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.